Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that universal modular electric/battery double trigger handpiece stopped functioning during a knee replacement procedure. It was found that the handpiece was faulty. The surgery was completed by another device. The surgery delay was between 1 and 2 hours because the new handpiece needed to be sterilize. There were no harm or no injury to patient or operator.

Manufacturer narrative:
The universal modular electric/battery double trigger handpiece was returned for complaint investigation. Visual and functional tests were performed. It was confirmed that trigger/controller boards wire was defective causing the non functioning of the device. Besides, the battery support was damaged. As repair, the trigger/controller boards wire and the battery support were replaced with the controller board.

Event description:
A delay in the surgery between 1 and 2 hours was noticed. No additional adverse event was reported.

Manufacturer narrative:
The universal modular electric/battery double trigger handpiece was returned for complaint investigation. Visual and functional tests were performed. It was confirmed that trigger/controller boards wire was defective causing the non functioning of the device. Besides, the battery support was damaged. As repair, the trigger/controller boards wire and the battery support were replaced with the controller board. Additional information was received: a backup device was used to complete the surgery and the reason of the delay was the time needed to prepare it (sterilization).